Manufacturer narrative:
The device history record did not indicate that there were any issues during the manufacturing of this lot. A product analysis was unable to be completed as to date no samples have been provided. A photo was provided and confirmed the safety shield detached from needle hub. Precluding any further information or evidence there is not enough information at this time to determine what likely caused the reported issue; therefore, the root cause is undetermined. If additional information or evidence becomes available, the complaint will be reopened and the root cause reassessed. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there are problems with the new needles. Staff are having problems with them drawing meds out of vials. Also the entire safety device is falling off if they aren¿t careful with them. The safety is snapping off when attaching needle to syringe.